Event description:
Product problem: the sheath was unable to gain access. As the sheath was being inserted into the vessel, friction was experienced. It was observed that the sheath was compressing into itself. That sheath was removed and another sheath was successfully used to gain access. Patient did not sustain any arterial damage.